Event description:
Information received by medtronic indicated that the customer got a "pump error 23, 49 and 68 alarms" notification; the pump errors 23, 49, and 68 were remedied by clearing the alert by rewinding the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, active current test, and sleep current test. The pump failed self test due to missing segments/stained display during screen test. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and back of lcd glass. The following alarms/alerts were noted on event date: pump error 23 on 07/14/2023 11:55:45.000, pump error 49 on 07/14/2023 11:55:03.000, and pump error 68 on 07/14/2023 11:55:03.000. The following power alarms/alerts noted in downloaded history on event date: low battery alert [104] on[], replace battery alert [73] on 07/14/2023 21:00:00.000, replace battery now alarm [11] on 07/15/2023 15:31:00.000, and pump error 25 on 07/15/2023 23:00:00.000. The power management tool confirmed indicated abnormal behavior of the lithium backup battery unloaded/loaded voltage (unloaded/loaded vlith) causing pump error 25 to be triggered. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. No pump error 23, pump error 49, or pump error 68 noted during analysis. Pump error 23, pump error 49, and pump error 68 not confirmed. Missing segments/stained display confirmed due to moisture damage. Pump error 25 confirmed due to moisture damage. Moisture damage confirmed on pcba 1 and back of lcd glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.